Manufacturer narrative:
Follow-up # 2 (06/17/2014). Device evaluation:the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 06/11/2014 with the following findings: the alleged issue (error 4) was confirmed when testing with control solution during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #1 ¿ (06/04/2014), the lay user/patient¿s meter has been returned and evaluated on (B)(4) 2014 by lifescan product analysis with the following findings: error message is observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.